Manufacturer narrative:
On 6-jul-2021, it was found that d.9. Fields were not filled in on the initial report. On 20-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear on the anterior view, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) the relevant fields have been updated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
Two 425cc mentor siltex round moderate profile protheses were received by the mentor failure analysis lab on (B)(6) 2020 for an event where left-sided deflation was reported. However, the devices were not differentiated for left and right. Multiple attempts were made for clarification. However, no response had been received. Since both devices were observed to be deflated, it was determined on (B)(6) 2021 that one of the received devices is as a blind unit. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal surgery. As a result, this will be conservatively reported to FDA. Please refer to manufacturer report number 1645337-2021-00828 for the left-sided device report. This report is for the right-sided prosthesis.